Manufacturer narrative:
The pump passed the self test. No display anomaly was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump shows a partial display on the screen. The patient's blood glucose level was 140 mg/dl at the time of the call. The customer stated that there were black lines running through the screen. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.